Event description:
It was informed by a physician that the customer was hospitalized for dka and the pump was not delivering the insulin. Additionally customer had hyperglycemia with ketoacidosis. Also the event was associated with treatment or improper use of the device labeling and trainer pump dysfunctional.